Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy due to noise and no sensing were observed. Interrogation of the device also revealed aborted therapy. During the explant procedure, the lead broke at the level of the svc coil and the distal part of the lead remains implanted. A new lead was implanted. The patient's condition was stable.